Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined impedance, noise and high thresholds. The device exhibited a pacing failure and the patient experienced bradycardia and fainted. It was also noted that the rv lead had a fracture, was reprogrammed off and a temporary lead was implanted. The following day, the device was explanted and replaced along with the rv lead being capped and replaced. No further patient complications have been reported as a result of this event.